Event description:
Related manufacturer reference number: 3006705815-2019-01988.

Manufacturer narrative:
Concomitant medical products and therapy dates: model 3086, scs lead. Therapy date is unknown. Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-01988. It was reported that one of the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention took place on (B)(6) 2019 where both existing leads were repositioned and secured. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.